Event description:
Device may have contributed to pt's demise by allowing the introduction of air into the abdomen. The event may be attributable to operator error. The operator may have connected vacuum regulator to wall oxygen outlet. However, it has yet to be determined why the gas did not escape through the esophagus and oral route. The pt sustained a cardiac arrest after the possible error.